Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented during follow up. Upon interrogation, the right atrial lead exhibited inappropriate ams episodes and noise. Other electrical measurements were in range. No intervention was performed. The patient was in good condition and would continue to be monitored.